Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider, the patient fell while being lifted using the sling. Allegedly that entire strapping completely pulled off of the body and sling just opened up. No injury or medical intervention was reported.

Event description:
Per provider, the patient fell while being lifted using the sling.